Manufacturer narrative:
Revision occurred 6 months after the primary surgery due to joint instability. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 6 months after the primary surgery which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to patient instability. 36 mm + 9 standard humeral cup was explanted and replaced with 36 mm + 9 stability humeral cup and 9 mm spacer.